Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient informed that they had an infection and is all healed up now and doing better. No further information could be obtained despite good faith efforts.